Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Date is approximate. Year is confirmed valid. Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was experiencing pain with stimulation and pain at the ins site. It hurts to the point where patient does not want to turn it on anymore and its currently off. Patient denied any falls or traumas but stated they think something moved. The problems started this past summer around the time patient had a knee surgery. Patient had increased amplitude to 1.5 in order to get it to work, but then every time they would turn it off and back on again it would hurt, even after patient decreased amplitude. Redirected patient to follow up with managing physician to check device.